Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6), son-in law, is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 177 and 148mg/dl. The test strip lot manufacturer's expiration date is 02/26/2019 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: reviewed meter memory (B)(6). (B)(6) states that he changes the battery two days ago and now the meter is giving low blood result. Customer test twice a day.